Event description:
Contact reported that following the insertion of depuy spine viper screws the pt had post-op pain. X-ray indicated that the pain was relating to the placement of one screw. A revision was performed and the same screw was re-positioned.